Event description:
As reported: "the patient was undergoing a perform stem and perform reversed total shoulder prosthesis, had a high bone density and a sclerotic glenoid, which had previously twisted the threaded spindle, for glenoid aiming guidance. During drilling of the central screw of the perform reversed baseplate, the 6.5-diameter wire, ref mwj111, broke off, leaving 2/3 of it in the patient's glenoid. The surgeon was unable to remove the debris, and inserted a short 7mm stud in place of the 6.5x25 central screw initially chosen. The operation was completed without difficulty."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text: device disposition unknown.

Event description:
As reported: "the patient was undergoing a perform stem and perform reversed total shoulder prosthesis, had a high bone density and a sclerotic glenoid, which had previously twisted the threaded spindle, for glenoid aiming guidance. During drilling of the central screw of the perform reversed baseplate, the 6.5-diameter wire, ref mwj111, broke off, leaving 2/3 of it in the patient's glenoid. The surgeon was unable to remove the debris, and inserted a short 7mm stud in place of the 6.5x25 central screw initially chosen. The operation was completed without difficulty."